Event description:
Thr facility's biomedical engineer reported an overinfusion found during patient use, with no patient injury reported or medical intervention needed. The pump showed that there was still 32ml of medication left in the bag, but the bag was empty. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event